Event description:
Procedure type: lap oophorectomy and salpingectomy. According to the reporter: after camera port was inserted, the device was inserted. It was inserted straight, but tip of trocar slipped and tenting occurred, so it was inserted in angle. Then, it was noticed di tip was broken. The broken piece could be retrieved. Used another device. No bleeding. No tissue damaged. Not extended more than 30mins. No patient injury was reported. No patient info available.

Manufacturer narrative:
(B) (4). (B) (4).